Event description:
It was reported that the customer was hospitalized, and the blood glucose reading was over 400 mg/dl. The customer stated that he had lost his battery cap when changing the battery and went to the hospital after not having the cap. He declined to fill out the hospitalization form. He stated that he was hard of hearing and disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.